Manufacturer narrative:
The device history records for the reported lot were reviewed. All required testing specifications were met prior to release. There were no abnormalities noted. Follow up calls have been made to the patient & physician to request further information but none has been received.

Event description:
The patient reported that she was injected on (B)(6) 2015 in the hands with 3cc of regular radiesse. The symptoms started on monday, (B)(6) 2015. On tuesday she had pain & had to work 12 hours. Yesterday there was streaking to the axilla. The outpatient clinic gave her IV vancomycin (she had a reaction). She was then put on doxycycline. She was told to go back today if needed. Her injector also put her on keflex, tid to cover her for strep. Dr. Wetherald's assessment is that the patient has lymphangitis. Today, (B)(6) 2015 the patient was started on tramadol for pain. The injecting physician spoke to a merz nurse on (B)(6) 2015 regarding a patient (her pa) who she injected with 1.5cc of radiesse to the dorsal aspect of the bilateral hands on (B)(6)-2015. The patient did not have any report of an adverse reaction until 4 days post injection when she woke with pain, swelling, and tenderness in the wrist. The pain and swelling persisted and she developed a "red streak" extending to the axilla. Dr. Wetherall evaluated the patient and referred her to outpatient where she was diagnosed with lymphangitis and was given vancomycin IV. She was continued on oral doxycycline and keflex.

Event description:
Follow-up information was received on (B)(6) 2017 from nurse practitioner who was injected by a physician in her office in (B)(6) 2015 with radiesse 1.5 cc to each hand. The nurse practitioner reported she had a severe reaction resulting in a visit to the emergency room (ER) but was unsure of the diagnosis. She reported that she was given intravenous vancomycin in the ER and reported following her ER visit she also experienced nodules. The patient (nurse practitioner) reported she was dissatisfied. Follow-up clarification received on 18 july 2017 confirmed that the patient made a full recovery.